Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of 45 mg/dl and was treated with food. Caller believed that customer may have been given too much insulin. Customer also had high blood glucose of 432 mg/dl, 500 mg/dl and 600 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, reservoir was showing the same amount of insulin as that on status screen, and insulin pump was not worn around any magnetic fields. It was found that insulin pump was functioning as designed. Customer was advised to monitor insulin pump.